Manufacturer narrative:
Tech support helped customer troubleshoot by having customer check for any error messages. There were no error messages and all systems were on. Tech support had biomed check if the footswitch was working properly by checking control signals from the x-ray interface pcb, and advised biomed that if no active signals were present, they would need to replace the footswitch. On (B)(6) 2011: product monitoring f/u; customer reported they found the problem to be a footswitch cable connection, which biomed re-terminated and now all is functioning well. System returned to full service.

Event description:
On (B)(6) 2011: customer reported that a pt was undergoing an unk urology procedure when the fluoro failed. Customer reports the procedure was completed using rad imaging. Customer did not provide patient or procedural info other than to say, procedure was completed, no injury.